Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g7 wearable with the serial number (B)(6). However, data for the g7 wearable with the serial number (B)(6) was provided for evaluation. It was determined that the signal loss was related to the mobile application. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.